Event description:
An injury was discovered following a cardiac procedure on the pt's leg. The injury measured 3"x 2" and diagnosed as a burn by the surgeon. The injury was on the pt's shin and near an area where defibrillators paddles were laying; however, the paddles were laying on top of the drapes and the drapes were not burned. The pt was returned to the operating room for debridement.